Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled form the dn strain relief, damaging internal wire. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted form the open wire. The patient was issued a replacement electrode belt.

Event description:
During investigation into a (B)(6) female patient's electrode belt, which was returned for an unrelated event, a reportable problem was discovered. The belt failed incoming testing. A replacement belt was not required.